Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a 900mr441 adaptor was missing from the mr880afu respiratory humidifier box. This was observed prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the box containing the mr880afu respiratory humidifier, and its accessories, was not returned to fph (B)(4) for inspection. Our analysis is based on the event description provided by the healthcare facility and results of previous investigations on similar complaints. Results: the healthcare facility reported that the 900mr441 adaptor was missing from the mr880afu respiratory humidifier box. A lot check revealed no other complaints of this nature for lot number 090903. Conclusion: the mr880 humidifier box consists of a number of components grouped together during packaging. It is likely that operator error, during packing process, resulted in the missing adaptor. (B)(4). This is the only complaint of this nature that we received for the mr880 respiratory humidifier in the past 12 months to (B)(4) 2011.

Manufacturer narrative:
(B)(4). The (B)(4) respiratory humidifier box is not expected to be returned to fph for inspection. We are currently in the process of obtaining further information from the healthcare facility in order to assist us with analysis of a possible root cause of the reported fault. We will provide a follow up report once we receive further information and have completed our analysis.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a 900mr441 adaptor was missing from the mr880afu respiratory humidifier box. This was observed prior to patient use. No patient consequence was reported.